Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned including, but not limited to perforation and tilt, that cause injury and damage to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned including, but not limited to perforation and tilt, that cause injury and damage to the patient.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of dvt. The patient also has had a history of multiple trauma, closed head injury, pelvic fracture, and left tib-fib fracture in multiple places. Before the implantation of the device, the patient suffered an acute traumatic brain injury leading to other impairments. During the implant procedure, the filter was deployed at the l2-l3 position. The filter subsequently malfunctioned including, but not limited to perforation and tilt, that cause injury and damage to the patient. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc, and tilt. The patient reports blood clots in the lungs and both the legs. The patient has been hospitalized and had to have surgery to remove the clots. The patient now sees a vein specialist regularly for treatment. Seven years and eight months post implantation, the patient had chest pain and shortness of breath and a lung scan was done. The patient was also noted to have a history of dvt. The patient was diagnosed with venous injury, hypertension, hyperlipidemia, thyroid disorder, and ischemic heart disease. A CT scan of the patient was taken ten years and four months post implantation and confirmed that six prongs perforated the ivc. Tilt of the filter was also confirmed. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Post procedural pulmonary embolism and vascular injury are known potential events associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may have contributed to the embolism and anatomy of the ivc may have contributed to the vascular injury. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events ten years and five months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, perforation of filter strut(s) outside the ivc, and tilt. The patient reports that the filter is not working. The patient has gotten blood clots in the lungs and both the legs. The patient has been hospitalized and had to have surgery to remove the clots. The patient now sees a vein specialist regularly for treatment. The information contained in the patient¿s medical records state that the patient has a history of dvt. The patient also has had a history of multiple trauma, closed head injury, pelvic fracture, and left tib-fib fracture in multiple places. Before the implantation of the device, the patient suffered an acute traumatic brain injury leading to other impairments. During the implant procedure, right femoral vein was accessed using an 18-gauge needle and a guidewire was inserted. The needle was removed and a sheath was inserted over the guidewire. The filter was deployed at the l2-l3 position. No bleeding occurred and a band aid was applied. Seven years and eight months post implantation, a lung scan of the patient indicated chest pain and shortness of breath. The patient was also noted to have a history of dvt. The patient was diagnosed with venous injury, hypertension, hyperlipidemia, thyroid disorder, and ischemic heart disease. A CT scan of the patient was taken ten years and four months post implantation and confirmed that six prongs perforated the ivc. Tilt of the filter was also confirmed.